Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during surgery, the sutures of five proglide devices were deployed. During deployment of one of the proglide devices, the suture did not work. Another abbott device was used to achieve hemostasis. No additional information was provided.